Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) regarding the patient. The hcp wrote, "dos : (B)(6) 2017." The hcp also stated that the weight was unobtainable. No further complications were reported.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient¿s ins had reached eos. The patient did not allege abnormal battery depletion, but they reported that ¿it [was] not working.¿ no symptoms or complications were reported. Additional information: it was reported the cause of the end of service (eos) was not determined. It was replaced. No further information was reported.